Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 740660) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undegoes essure confirmation test". The patient's medical history included uterine prolapse, rectocele and stress urinary incontinence. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), anger ("hormonal changes: angry "), emotional disorder ("hormonal changes: emotional") and anaemia ("blood or heart disorder: anemia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic hysterectomy with b/l salpingectomy, high uterosacral ligament repair). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, bladder disorder, urinary tract disorder, weight increased, emotional disorder and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, anger, bladder disorder, dysmenorrhoea, dyspareunia, emotional disorder, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: discrepancy noted in date of birth:(B)(6) 1988 discrepancy noted-date(s) of insertion: (B)(6) 2010 (as per pfs) lot number:740660 manufacture date: 2010-05 expiration date: 2013-05 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-jun-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 740660) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergoes essure confirmation test". The patient's medical history included uterine prolapse, rectocele and stress urinary incontinence. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea"), dyspareunia ("dyspareunia"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), anger ("hormonal changes: angry "), emotional disorder ("hormonal changes: emoional") and anaemia ("blood or heart disorder: anemia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic hysterectomy with b/l salpingectomy, high uterosacral ligament repair). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, bladder disorder, urinary tract disorder, weight increased, emotional disorder and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, anger, bladder disorder, dysmenorrhoea, dyspareunia, emotional disorder, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: discrepancy noted in date of birth: (B)(6). Discrepancy noted-date(s) of insertion: (B)(6) 2010 (as per pfs). Lot number:740660 manufacture date: 2010-05 expiration date: 2013-05 most recent follow-up information incorporated above includes: on 16-jun-2021: medical record received. The case become serious incident due to essure removal. Reporter information, patient middle name, medical history and product removal details added. Plantiff's date of birth updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.